Event description:
Major pump unit(s) involved: blood pump. Additional text: inflow valve. Specific component(s) involved: inflow valve. Additional text: incompetence. Causative or contributing factor: no specific contributing cause identified. Intervention(s): switch from vented electric to pneumatic-mode; other interventions, specify. Other intervention: implant of heartmate ii lvad. Implant device type: lvad.

Event description:
Major pump unit(s) involved: heartmate xve.specific component(s) involved: inflow valve.